Event description:
When surgeon was using the harmonic 1100 shears an error message appeared on the harmonic generator stating "restart generator" generator was restarted by or rn. After turning it back on there was another error message that stated "replace instrument." New device opened and worked as expected.